Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following section(s) was updated: (serial #). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Free margin of leaflet 3 was rolled towards the outflow aspect creating an indentation from host tissue overgrowth. Leaflet 1 had a 1mm tear near commissure 2. Calcification was evident at the tear and leaflets were observed to be thickened and swollen near the commissures. Extrinsic calcific deposits were observed on the inflow aspect of leaflet 1. Leaflet 1 and 2 appeared dropped compared to leaflet 3. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were observed on leaflets 1 and 2 at the outflow aspect. Sewing ring was cut at multiple locations around the valve and exposed the wireform around leaflets 1 and 2 on the outflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was due to heavy calcification on all three (3) leaflets as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm pericardial mitral valve, implanted 19 years and two (2) months, was explanted due to mitral stenosis. The valve was explanted and replaced with a 27mm edwards pericardial mitral valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment and discharged¿.